Event description:
It was reported that the downstream filter was missing on a vented pacilitaxel set. The set was not used on a patient. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not received for evaluation. A photograph of the device was received and it was confirmed that it was missing the IV express filter. The cause of the problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.